Manufacturer narrative:
As reported, the tip of a 5f 6 side hole marker band pigtail 110cm super torque diagnostic catheter, broke off while in the patient. There was no reported patient injury. The device was prepped per the instruction for use (IFU) with no difficulty experienced during prep. A non-sterile cath mb 5f pig 110cm 6sh¿ was received in two pieced for analysis. The separation is located 25.5 cm from the distal tip. Marker bands 1, 2,3, 4, 5, 6 and 7 are in their original position however, 13 marker bands are offset/out of position. All 20 marker bands remain on the catheter body. None of them are missing. (The position of the marker bands is numerated from the distal end to the hub). Inner diameter (ID) and outer diameter (od) measurements were taken close to the areas where the marker bands are out of position. Measurements were also taken 1 cm from the separated edges. Results were found out of specification with the diameter measuring below the lower specification. Decreased diameter measurements indicate the catheter is elongated. Functional analysis was performed using a lab sample guidewire, which was inserted inside the catheter at the distal segment. The guidewire could not be passed through the catheter due to the reduced inner diameter. The marker bands were inspected with a vision system in order of obtain a magnified image and no anomalies or damages were observed. Sem results showed the separated area of the body/shaft presented evidence of elongations and a flared condition. A product history record (phr) review of lot 17999938 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The event reported by the customer ¿catheter (body/shaft) ¿ separated - in-patient¿ was confirmed since a separated condition was noted on the unit. Exact cause of the condition could not be conclusively determined during the analysis. The elongations and flared condition found on the body/shaft of the unit are commonly associated with separations caused by material tensile overload therefore, it is assumed that the catheter was induced to a tensile force that exceeded the material yield strength prior to the separation. Procedural/handling factors such as entrapment of the catheter between other endovascular devices and the vessel wall may have contributed to this issue. Although not intended as a mitigation of risk, information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Stretching or elongation of the catheter during endovascular procedures could result in the marker bands moving along the catheter. In extreme cases, marker bands may come off the catheter and dislodge into the vascular system. Avoid entrapment of the catheter between other endovascular devices and the vessel wall. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm. Supertorque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f 6 side holes marker bands pigtail 110cm super torque diagnostic catheter broke off while in the patient. There was no reported patient injury. The device was prepped per the instruction for use (IFU) with no difficulty experienced during prep. The device will not be returned for evaluation. No other information was provided.